Manufacturer narrative:
E1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that patient had an air leak in the sputum suction tracheostomy tube, the balloon pressure could not reach the normal pressure, the patient's tracheotomy tube was prolapsed, and the patient's finger pulse oxygen continued to decline, causing serious adverse effects on the severe patient. The disposable tracheostomy intubation cannula was replaced, the balloon pressure was normal, the ventilator leaked 0%, and the patient's finger pulse oxygen returned to normal.

Manufacturer narrative:
Corrected : g1 - contact office establishment name d3 - mfg establishment name, manufacturing plant address 1, city and zip code no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.